Event description:
It was reported that a patient had allegedly got there head between the side-rails and has since died. The customer has not stated if the trapping of the head was due to a malfunction of the side-rail and has put the stretcher back into use. The customer is also unable to confirm the serial number of the stretcher.

Manufacturer narrative:
The serial number of the unit involved in the incident was not recorded. As a result, the unit could not be inspected, however, the customer was unable to state whether the issue was due to a malfunction with the device and put the unit back into service. Multiple requests, including written, were sent to the account for additional information related to the alleged issue. No additional information was provided by the account. A review of previous similar complaints identified that the issue was likely not due to a defect with the product. H3 other text : device not accessible for evaluation

Event description:
It was reported that a patient had allegedly got their head between the side-rails and has since died. The customer has not stated if the trapping of the head was due to a malfunction of the side-rail and has put the stretcher back into use. The customer is also unable to confirm the serial number of the stretcher.